Event description:
Pt reported that their one touch ii meter would not power on. This issue was not resolved with troubleshooting. They were feeling tired and had contacted a medical professional for advise. Unknown if pt received any treatment. No further clinical info was provided.